Manufacturer narrative:
Patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced infusion set tubing came apart event on (B)(6) 2026. The infusion set tubing detached from pump. The insertion site was abdomen. The infusion set was in use for five days. No further information available.